Event description:
New information received on july 22nd, 2019 notes that the ectopy caused pacing inhibition. Programming changes were made. The patient was stable and will be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, non-sustained right ventricular oversensing episodes were observed. The patient was brought into clinic for follow up. Noise was not producible in clinic and noise was not suspected. It was suspected that the right ventricular lead exhibited oversensing and interacted with the patient's other leads. No intervention was reported. The patient was stable throughout and will continue to be monitored.